Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that symptoms of breathing difficulties and inappropriate mode switch caused by sensed atrial events that did not appear to be p-waves were observed. Programming changes were made, and there have been no ams episodes since. The patient was feeling better afterwards.